Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During the stirring of the simplex, I noticed that it was different from the usual color (a little blue). All products have been used in the operation.

Manufacturer narrative:
An event regarding appearance (color) involving simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated that all product was manufactured and accepted into final stock with no reported discrepancies. Further tractability review was completed by the simplex manufacturing team and it was noticed that barium sulphate lot # y7t06ra078 was consumed into the powder blend batches which ultimately consumed into the powder batch # 751ma1. Review of the assay certificate for barium sulphate noticed that nc was referenced with a "use as is" disposition for color shift due to barium sulphate raw material. Complaint history review: there have been no other similar events for the reported simplex lot. There have been eight other similar events for the reported barium lot/ nc. Conclusions: it was confirmed that the powder lot for this bone cement mix (powder lot ID: 0442g104) contained barium sulphate raw material (barium lot ID: y7t06ra078) that was subject to an nc with a "use as is" disposition for colour shift due to barium sulphate raw material. No further investigation for this event is required at this time. If additional information becomes available this investigation will be reopened.

Event description:
During the stirring of the simplex, I noticed that it was different from the usual color (a little blue). All products have been used in the operation.